Manufacturer narrative:
Additional narrative: (B)(4). A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the helical blade inserter was received at us customer quality (cq). Upon visual inspection at cq, it is observed that the red epoxy line marking on the shaft of the device near the distal end and other yellow and red markings on the proximal end were missing. It was observed that the cylindrical mid-shaft component of the device had severe scratches/nicks and it was chipped. The missing epoxy was investigated and does not require any additional investigation for this defect. No other issues were observed with the remaining features of the returned device. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: the following drawings/documents were reviewed during the investigation: blade inserter tfna. Investigation conclusion: the complaint cannot be confirmed for the helical blade inserter as the device was missing the color markings and had scratches/nicks. The missing epoxy was investigated. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspecting the instruments after going through the decontamination process, it was noticed that there were a few instruments that were damaged. Two (2) drive adaptor with qc for 5.0mm schanz screws that goes into the ao drill attachment are damaged and will not go into the chuck properly. The tip of the reduction forceps with points narrow-ratchet is bent. And the helical blade inserter piece has been struck with a mallet several times and appears it might break at some point. There was no patient involvement. This report is for a helical blade inserter. This is report 3 of 3 for (B)(4).